Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio reviewed the device's electronic patient event record and verified that the device powered off multiple times during the patient event. Physio replaced the system pcb assembly as a precaution and after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during a patient event, their device powered itself off multiple times and the crew had to power it back on. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about the patient; however, no response has been received.

Manufacturer narrative:
Physio-control obtained patient information from the customer: patient ID (B)(6), (B)(6)female, (B)(6), pre-existing medical conditions - hypertension. The customer reported that they were monitoring the patients EKG and spo2 when the reported event occurred. The patient survived the reported event.